Event description:
Norian material had showed crumbling. Seemed that there was an inflammatory reaction between the inner and outer table which also seemed to be a significant inflammatory reaction which is also causing the norian to crumble. On (B)(6) 2013 - removal of mesh and norian putty. On (B)(6) 2012 - cranioplasty with peek.